Manufacturer narrative:
The device was returned for evaluation. Customer reported issues with glycemia reader. Meter error 4 code was seen on the last day the device was used, confirming the reported complaint. The pdm was found to have a non-functioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue.

Event description:
It was reported that the patient's blood glucose levels dropped to 40 mg/dl. No further information.